Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced a sudden collapse and fell to the floor. The patient's partner called an ambulance, and he was treated by emergency medical service (ems) with an injectable glucose. The cgm was reading 400 mg/dl and the blood glucose reading was 24 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was feeling better with blood glucose in range. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.